Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
No blood glucose levels reported. The customer reported multiple battery out limit alarms from the insulin pump. Troubleshooting was done. It was reported that the customer was using a fresh battery but still received the battery out limit alarm on the insulin pump during normal use. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
All operating currents were within specification. No unexpected battery out limit alarm was noted. The pump had cracked battery tube threads.